Event description:
The biomedical engineer reported the following event, "fracture of the device at the junction of the nail with the lag screw and breakage of the distal screw. Very difficult extraction of the distal screw, which was drilled with a tungsten drill."

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR) for the nail. The nail was documented as having met specifications prior to distribution. An investigation of the implants was not possible because the implants are not available according to the customer. Therefore the root cause could not be determined. A more precise evaluation was not possible. No discrepancies were detected during risk analysis review. No non-conformity identified.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The biomedical engineer reported the following event, "fracture of the device at the junction of the nail with the lag screw and breakage of the distal screw. Very difficult extraction of the distal screw, which was drilled with a tungsten drill."